Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a suction catheter. The customer states the catheter was to be used on a bradycardic infant and the catheter would not suction, two catheters did not work. It was an emergency situation considering the infant was bradycardic. There is no further info at this time.